Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned results for 3 patient samples tested for cyclosporine on 2 measuring cells of a cobas 6000 e 601 module when compared to the tandem gold liquid chromatography-mass spectrometry (lc-ms) method. The results are also discrepant with repeat results on the same cobas 6000 e 601 module. Based on the data provided, the results for 2 patient samples were discrepant. The initial results from the e601 module were reported outside of the laboratory where the doctor was expecting results more in line with the lc-ms method results. The field service engineer (fse) visited the customer site on (B)(6) 2018 and replaced the measuring cell and the sample probe. Afterwards, he ran new calibrations and qc and repeated the 2 patient samples again. The instrument was installed 20 days ago and is in good condition. The fse noticed that the samples for the lc-ms method were centrifuged for 6 minutes whereas the samples for the e601 module were centrifuged for 4 minutes. These are the recommended times for both instruments. The fse centrifuged the patient samples for 6 minutes and ran them on the e601 module. The results were more comparable to one another. He performed a comparison experiment with an additional 4 patient samples between the customer's e601 module and an lc-ms instrument at another hospital and the results were comparable to one another. There was no allegation that an adverse event occurred. The cyclosporine reagent lot number was 27382401 with an expiration date of 30-nov-2018. The customer stated they are now having "technical problems" with their lc-ms instrument and think that the incorrect results were from the lc-ms instrument. The customer is now only using the e601 module for the cyclosporine test. Calibration signals were provided for both measuring cells of the instrument. For measuring cell 1, calibration 2 signals were above the provided ranges. For measuring cell 2, calibration 2 signals were slightly below the provided ranges. During a review of the alarm trace, one "abnormal measuring cell condition" alarm was observed from (B)(6) 2018 and 5 procell/cleancell short alarms were observed between (B)(6) 2018. Based on the data available, a general reagent issue can be excluded. The investigation was unable to find a definitive root cause.